Event description:
It was reported that this pulse generator exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed available data, with further examination recommended. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).